Manufacturer narrative:
D2b pro code: dsk. Correction to tab e: initial reporter information.

Event description:
It was reported that the grid measurement was incorrect. An avvigo plus imaging system was selected for ultrasound examination of the target lesion. It was noted that the grid display was not updating correctly. The device was still used to take measurements of the target lesion. There were no patient complications.

Manufacturer narrative:
D2b pro code: dsk.

Event description:
It was reported that the grid measurement was incorrect. An avvigo plus imaging system was selected for ultrasound examination of the target lesion. It was noted that the grid display was not updating correctly. The device was still used to take measurements of the target lesion. There were no patient complications.